Event description:
Reportedly, just after connection of the cable: alarm "electric interference" appeared; cardiac output could not be measured; temperature was false; at the same time, the pt experienced ventricular fibrillation during dissection after sternotomy.

Manufacturer narrative:
Device not returned.